Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the sternum hemorrhage could not be determined through this evaluation. On the day after implant, it was reported that the patient returned to the operating room (or) on (B)(6) 2020 with a median sternum hemorrhage. The bleeding was addressed, and the chest was closed successfully in the or. A specific cause for the bleeding could not be conclusively determined through this evaluation, and no other atypical events were reported. Reportedly, the pump was operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the operating room on (B)(6) 2020 for a median sternum hemorrhage. The bleeding was addressed and chest was closed successfully in the operating room.